Manufacturer narrative:
Batch review performed on 15-mar-2021: lot 114556: (B)(4) items manufactured and released on 31-jan-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
Revision surgery performed due to stem loosening 6 years and 3 months after the primary surgery. The surgeon removed all components. The surgery was completed successfully. No other issues were found on other items removed.